Manufacturer narrative:
On (B)(6) 2019 the mentor failure analysis lab received the device for evaluation. Mentor also received information that the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 350cc gel breast prostheses. On (B)(6) 2019 mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient developed capsular contracture associated with breast implant. The device was visually inspected, and it was found with no apparent damage. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture. Concomitant medical products: mentor memorygel breast implant 275cc gel breast prosthesis, catalog #3502751bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis developed capsular contracture (baker grade iii) in her right breast. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient will undergo explantation on (B)(6) 2019.